Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. On 27 feb 2018, arjohuntleigh received information about an event which occurred at (B)(6), USA. Following information provided, during the lifting the resident's (male, weighting 134 kg) from a bed with the use of maxi move passive lift and the clip sling, one out of four sling clips detached form the hanger bar and subsequently the resident fell on the bed. Neither injury nor harm was reported. The customer facility was visited by arjohuntleigh representative on 5 mar 2018. There was no failure identified within the sling neither the involved lift upon the arjohuntleigh inspection, that could have caused or contributed to the resident's fall. It was clarified that the incident occurred because the resident became agitated during transfer. He started kicking and pushing his elbows from the sling what resulted in the shoulder clip detachment. The passive clip sling is a product intended for assisted transfers of residents with limited ability to move. The product's instruction for use (IFU) is provided with each device and describes the methods of use. The IFU provides also pictographic guidance regarding proper clip attachment process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the IFU for maxi move lift (04.km.00 rev. 2us): "always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." Additionally IFU warns that "patients with spasms can be lifted, but great care should be taken to support the patient's legs." Based on the product knowledge and a simulation, when the labeling is followed and the sling is placed in the correct way and the instructions of using the system are followed, it is very unlikely a patient drop or other adverse event during the transfer of the patient with the sling and lift will occur. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as stated in the labeling, is locked in position with the weight of the patient. It cannot go downward as it is suspended on the clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. When reviewing reportable complaints for maxi move registered during last 5 years with similar fault description (clip detachment), we have found a limited number of reportable complaints. Review of similar complaints reported in the past confirmed that this failure is only possible to occur when the labeling was not followed. To conclude, the system - clip sling and lift, was used for patient's care. No defect has been found within the clip, but since the sling clip detached from the spreader bar, it can be stated that the system did not meet its performance specification. We report this event to competent authority based on the potential of serious injury if the incident would to re-occurre.

Event description:
On (B)(6) 2018, arjohuntleigh received information about an event which occurred at (B)(6) nursing home located in (B)(6), USA. Following information provided, during the lifting the resident's (male, weighting (B)(6) kg) from a bed with the use of maxi move passive lift and the clip sling, one out of four sling clips detached form the hanger bar and subsequently the resident fell on the bed. Neither injury nor harm was reported.